Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Visual inspection shows the plunger head contaminated, causing the problem. Functional testing was conducted, and the customer?s complaint was duplicated. The cause of this event was the contaminated plunger. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failed force sensor test. No patient involvement reported.